Event description:
While testing the tps unidirectional footswitch during routine servicing it continued to cause the handpiece to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Event description:
While testing the tps unidirectional footswitch during routine servicing it continued to cause the handpiece to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
During the device evaluation, the pedal was found to be sticking. Upon disassembly, the engineer found the epoxy in the switch housings was sticky. The device was discarded by the manufacturer.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.